Event description:
A call from patient who reported itching at the IV access site. Unknown if doctor is aware. Cvs field nurse advised pt to take oral benadryl, which helps but causes drowsiness. Patient also reported an ongoing issue with alarms going off on both pumps. This has been previously reported after (B)(6) 2021 consult. When it occasionally alarms, pt does not recall seeing any error message on the screen. Pt did report one pump alarming more often than the other. Pt tried changing the cassette and the alarm stopped. No adverse patient effects were reported.